Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via email that the customer received multiple no delivery alarms with certain infusion sets and reservoirs. Customer's blood glucose value is unknown. Reply to the customer's father email was sent requesting the product information and advising about site rotation and set changed. The product was not replaced or returned for analysis.